Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported the non-osseointegration of two dental implants approximately 90 days after their installation in intraoral regions #23 and #20. 40 ncm of primary stability was achieved and immediate load was not executed.